Manufacturer narrative:
The device was received by nuvasive for examination. Review of the product indicated lack of final torque contact marks. It is unknown if a torque device was utilized in the case as no information was provided. The root cause appears to be a lack of the required 26in/lb for the lock screw. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions care should be taken to insure that all components are ideally fixated prior to closure..."

Event description:
The patient underwent a spinal procedure at c3/t1 levels on (B)(6) 2020. It was discovered during a routine follow up x-ray that a set screw came off at left c3 level. A revision procedure to replace the set screw with new one was performed on (B)(6) 2020.